Manufacturer narrative:
Additional narrative: additional product code: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the removal surgery of tcp implants for distal radius. Surgeon tried to remove locking screws, 2 locking screws in question broke at their neck. The surgeon inferred that this breakage occurred during removal, but before removal, 2 locking screws had almost broken, and the breakage may have been caused by torsion added during removal. Procedure was completed successfully with sixty(60) minutes delay. The surgeon said that he had never experienced such a breakage during surgery and that the 2 locking screws broke at exactly the same place, so he wanted to know what caused the breakage. This report is for one (1) 2.4mm ti va locking screw stardrive 16mm sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.210.116s, lot: 7l10048, manufacturing site: selzach, release to warehouse date: july 08, 2020, expiration date: july 01, 2030, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.210.116, non-sterile lot: 54p6219, manufacturing site: selzach, release to warehouse date: april 30, 2020, supplier: (B)(4). The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.4 self-tap l16 tan was broken into 2 pieces; the broken piece was not returned. The screws were received after decontamination in steam autoclave. All testing and analysis were performed non-destructively. The screws both fractured at the thread root closest to the head of the screw. The fracture surfaces of both screws were badly burnished across much of the surfaces. However, fatigue striations and secondary cracks were observed. The initiation site on 04.210.116s was obscured, although the approximate location could be identified. Opposite the initiation site of 04.210.118s was a small region of fast fracture. This was likely the last area to fracture, due to overload. Some reverse bending may have occurred, but the presence of a small region indicates it was not fully reversed. No significant areas of ductile dimples were observed on any of the fracture surfaces. While these features may have been obscured by the damage present on the fracture surfaces, this further suggests that the fracture was almost entirely fatigue, with only a small final overload. Based on these observations, the screws fractured due to low-stress, high-cycle fatigue. There were no inclusions or other defects in the material that could have contributed to crack initiation or propagation. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the va lockscr ø2.4 self-tap l16 tan in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the va lockscr ø2.4 self-tap l16 tan. While no definitive root cause could be determined, it is probable that the va lockscr ø2.4 self-tap l16 tan was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing, reflecting the current and manufacture revision was reviewed: 2.4mm variable angle locking screw self-tapping, star drive recess. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.